Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to report that since the patient received a spinal cord stimulator (scs) implant from a different manufacturer on march 4th, they had started to leak again. The patient said the scs system was implanted on the opposite side of their body/implant. They said they had the scs system reprogrammed and it was determined the patient experienced less leaking when the scs device was set to pulse instead of steady setting. The patient said they had increased as high as they could on their current program. Programming guidance was reviewed, and during the call, the patient switched to a different program. They would maintain the stimulation level and continue to track symptoms. They were to try other programs as needed, and were redirected to their doctor if the issue persisted.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They stated it was unknown if the non-medtronic scs device was interfering with the medtronic pelvic health implant. They stated the cause of the return of symptoms after the non-medtronic scs device was implanted and more leaking when the non-medtronic scs device was set to pulse instead of steady setting was unknown. They stated the device was reprogrammed and the patient is doing well and will be seen routinely in follow up. They stated it was unknown if the issue had been resolved. Device removal or replacement is not planned, device is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.